Event description:
Customer's nurse reported device = in the 400s mg/dl. Customer was taken to the hospital and while there had a stroke. Customer had gone to the hospital 3 times before but unsure the diagnosis. Customer received treatment, however type not provided. Test strip and control information was not provided. A request was made for return product and replacement product was sent.